Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. Treatment details were not provided. Dianeal therapy remained ongoing. At the time of this report, the patient is recovering. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The peritonitis was manifested by abdominal pain, a low grade temperature, and cloudy peritoneal dialysis (pd). On the same day as onset, the patient began treatment for the peritonitis with vancomycin (1500 milligrams, intraperitoneally, 5 doses every 3 days) for the event of peritonitis. Thirteen days later, the patient received the last dose of antibiotic and on the same day was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.